Manufacturer narrative:
Results: a revision surgery was reported due to stem subsidence. No product was returned for investigation. No batch number was communicated. Minimal patient information and no medical documents were received for investigation. Therefore no medical assessment could be performed. The reported issue cannot be confirmed. The information available is insufficient to determine any root cause. No further actions are deemed necessary.

Event description:
A revision surgery was reported to correct a stem subsidence and a periprothetic fracture. The surgeon thinks that the cause of this event is due to the stem being undersize.